Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that initial log analysis found ndi errors on the navigation system. To resolve the reported issue, the positioning sensor unit (psu) was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect positioning sensor unit (psu) was returned to the manufacturer for evaluation. Testing found that the logs did not reveal any occurrences of the reported issue. It was noted that the psu failed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system displayed that the localizer was not connected. It was reported that screws had been placed on the left side of the patient and that the right side had been tapped and drilled when the reported issue occurred. No screws had yet been played on the right side of the patient. It was noted that the navigation system was unresponsive to prompts from the user. After a few seconds, the localizer was communicating and the navigation system was responsive to the user's prompts. The reported issue occurred a second time a few minutes later and restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.